Manufacturer narrative:
User facility contacted magellan's product support team to report an error code. However, during troubleshooting the user installed batteries incorrectly and they "popped" and some battery acid leaked onto user's skin. According to customer when they tried to remove the batteries - all proper precautionary measures were taken before removing the batteries. Ps ask the following questions regarding the incident; asked customer to describe what had happened? Battery fluid (potassium hydroxide) acid leaked onto hand. How long ago? ¿ today. What part of the analyzer burned them? - there was no burn. What does the burn look like? - no burn occurred. Did they seek medical attention? - not required. Did anyone else get hurt? ¿ no. On a scale of 1 to 10 how bad does it hurt? - 1= no harm at all. The instrument and ac adaptor were returned to magellan for evaluation. During investigative testing by magellan, it was noted that the returned analyzer (s/n: (B)(4)) would not power on with returned ac adaptor, in-house ac adaptor, and new batteries. Corrosion was noted on the battery board compartment. No user or patient impact or harm was reported, reportable. Case mag (B)(4).

Event description:
User facility contacted magellan's product support team to report an error code. However, during troubleshooting the user installed batteries incorrectly and they "popped" and some battery acid leaked onto user's skin.